Event description:
It was reported that the patient presented to the hospital for an implant surgery. During the surgery, the physician was not able to implant the left ventricular (lv) lead. The lv lead was not used, and the physician elected to complete the procedure using a different lead. The patient¿s condition was not known.

Event description:
New information received indicates that lead dislodgement and unacceptable pacing thresholds were noted on the left ventricular (lv) lead, and the lead was not implanted. The patient remained stable and was discharged after the surgery.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies.